Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was returned in the original tyvek packaging. Upon opening the packaging, only the fiber connector was returned - there is no remnants of the fiber. The proximal end of the connector is slightly discolored around, and inside, where the connector attaches to the laser console. It has a slightly blackish hue noted. This product was returned to the OEM (original equipment manufacturer) and investigated. The most likely root cause is due to use /mishandling. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a mini percutaneous nephrolithotomy (mini-pcnl) procedure for a stone in the lower renal calyx, the device applicator of the disposable laser melted during the energy output of the laser system. Smoke was observed at the electronic shutter of the laser system. The procedure was stopped immediately and the laser system was shutdown. No active error message of the laser system, neither when connecting the laser fiber, nor during energy output. No visible damage to the blast shield of the laser system. No visible damage at the connection for the laser fiber. There was visible damage to the applicator of the disposable laser fiber observed. The plastic melted and glass fiber was loose in the applicator. The procedure time was extended about approximately 5-10 minutes due to the laser system had to be changed. The intended procedure was completed using a yag-laser of richard wolf device. No known fragments fell into the patient, no known harm or injury to the patient. No user injury or harm reported.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely that stress caused the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.